Manufacturer narrative:
Product analysis: it was determined at analysis that the power supply tested out of specification and the lower case and power cord bay were damaged/worn out. It was noted via follow-up that the power supply was outside of the acceptable range of degrees celsius. Reconfigured hard drive and reloaded software. Replaced standoff between link electronic module and microprocessing unit printed circuit board assemblies as preventative. All found defective parts were replaced and all other identified issues were resolved. Device passed all safety, functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned as part of an inventory reduction initiative and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.